Event description:
During product inspection at customs, some devices appeared to have switched in standby mode. The number of impacted devices and their serial numbers were not recorded. The pacemakers were re-initialized and no issue relative to the communication was observed after re-initialization.

Event description:
During product inspection at customs, some devices appeared to have switched in standby mode. The number of impacted devices and their serial numbers were not recorded. The pacemakers were re-initialized and no issue relative to the communication was observed after re-initialization.

Manufacturer narrative:
Preliminary analysis revealed that one pacemaker switched in standby mode. The switch in standby mode was induced by the programmer most probably because of a cross-talk with another device.

Manufacturer narrative:
The model of the device recorded in this complaint file is unknown. It was set to esprit s by the subsidiary. Therefore, the device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During product inspection at customs, some devices appeared to have switched in standby mode. The number of impacted devices and their serial numbers were not recorded. The pacemakers were re-initialized and no issue relative to the communication was observed after re-initialization.